Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition 48, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, heavily tortuous, de novo proximal left anterior descending artery that was 90% stenosed. The 3.50x48mm xience xpedition stent was deployed at 10atm followed by post dilatation with a 3.5x12mm non-compliant balloon at 16atm. A distal edge dissection was then observed. A 2.75x33mm xience xpedition stent was deployed to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.